Manufacturer narrative:
(B)(4).

Event description:
Complaint reported as: "during a thoracic surgery (excision of a lung nodule - female patient), the patient was in lateral decubitus position. The tubes was inserted with success. The exclusion controlled by fibroscopy was efficient. At the start of the surgery, no difficulty. Then major leaks were observed. The tracheal balloon and bronchial balloon were still inflated and not pierced. The tube was still in place." It was reported the patient had hypoventilation, but no desaturation. The issue was resolved by increasing flow volume and fio2. Additional consequence to patient was reported as "fibroscopies performed 3 times. Surgical discomfort, increased the difficulty of the gesture". The patient's condition was reported as fine.

Event description:
Complaint reported as: "during a thoracic surgery (excision of a lung nodule - female patient), the patient was in lateral decubitus position. The tubes was inserted with success. The exclusion controlled by fibroscopy was efficient. At the start of the surgery, no difficulty. Then major leaks were observed. The tracheal balloon and bronchial balloon were still inflated and not pierced. The tube was still in place." It was reported the patient had hypoventilation, but no desaturation. The issue was resolved by increasing flow volume and fio2. Additional consequence to patient was reported as "fibroscopies performed 3 times. Surgical discomfort, increased the difficulty of the gesture". The patient's condition was reported as fine.

Manufacturer narrative:
(B)(6). The actual sample involved in the complaint was not returned for evaluation; therefore, a representative sample was taken from current production at the manufacturing facility. A visual exam was performed on the representative sample and no defects were observed. The blue cuff and the clear cuff were then inflated to 25mbar using a calibrated endotest. The cuffs were inflated and deflated with no issues. The sample was then immersed in water to check for leaks. No bubbles were observed coming from the cuffs indicating there were no leaks. Although there were no issues found with the production sample, the complaint could not be confirmed as the actual sample is needed to perform a proper investigation and determine a root cause.